Event description:
Caller reported a discrepancy between the displayed and actual time on a pump, which was greater than five minutes. There was no adverse impact to the customer¿s blood glucose level, as previous settings did not result in levels above 500 mg/dl or below 54 mg/dl. Customer was assisted by technical support in updating the pump time and advised to monitor and follow up if the time discrepancy recurs. The caller understood these instructions and acknowledged them.